Manufacturer narrative:
Concomitant medical products: two vbx devices were overlapped and implanted in patient's left leg. The second device information: gore® viabahn® vbx balloon expandable endoprosthesis, lot #20304662; item #bxa077901j; (B)(4). Review of device manufacturing record history confirmed both devices met pre-release specifications. The devices remain implanted. Therefore, direct product analysis was not possible.

Event description:
The following was reported to gore: on an unknown date, a patient underwent graft (unknown manufacturer) replacement, from the abdominal aorta to the left common iliac artery. Sometime after the implant procedure, graft occlusion was observed near the anastomotic site in the left limb into the left common iliac artery. On (B)(6) 2019, two gore® viabahn® vbx balloon expandable endoprostheses were implanted to reline the left limb of the aaa graft to the common iliac artery. Later the same day, it was found the gore® viabahn® vbx balloon expandable endoprostheses had occluded. On (B)(6) 2019, thrombectomy was performed to treat the occlusion of gore® viabahn® vbx balloon expandable endoprostheses. The patient tolerated the procedure. As reported, the physician stated the patient's left common femoral artery was narrow due to calcification, which might have contributed to the thrombotic occlusion.